Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, h3, h6: the system was serviced in the field by a medtronic representative. The hand switch button #1 was intermittently defective contributing to an inability to make an exposure. The rep replaced hand switch (from trunk stock). Tested system functioned as intended. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system was "very" slow when taking 2d images. Troubleshooting was performed. The gantry was opened and closed and the issue was resolved. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient.